Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled (dso) upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. As a result, the upstream occlusion seal and motor were replaced. Also updated the latest software version and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's upper buttons were not working. During physical inspection, it was found that there was a buckled downstream occlusion seal.